Event description:
It was reported that during a da vinci s cholecystectomy procedure, the left master tool manipulator (mtml) would not align with the instrument installed on the corresponding system arm. With the assistance of a isi technical support engineer, the customer reseated the sterile adapter, re-inserted the instrument, used another instrument, restarted the system, engaged a different system arm, and re-docked the system to the pt, however, the misalignment issue continued to occur. The pt was under anesthesia for approximately forty minutes when the surgeon decided to convert to a laparoscopic procedure to complete the planned surgical procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by an isi field service engineer found the system to be performing in accordance to manufacturer specifications. System tests were performed and no errors were generated. Engagement and motion were tested in a wide variety of positions, with no unexpected results. Engineering concluded that the master tool manipulator alignment issue experienced by the customer was likely due to pt position at the pt at the pt side cart (psc). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). As of (B)(6) 2009, there have been no reported recurrences of the issue at this hospital.